Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection, the device misfired the staples on part of the cutting area. Sutures were used to complete the procedure. There was no adverse consequence to the pt reported.